Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 425cc saline; catalog: 3501670; lot: 7505359; sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 425cc saline breast prostheses. Deflation of the left breast prosthesis was identified. Seroma was also identified. The right breast implant was removed and put back in place after the right breast site was drained. The patient underwent left breast prosthesis removal and replacement with a mentor smooth round moderate profile 425cc saline breast prosthesis on (B)(6) 2018. This medwatch form is for the right breast prosthesis.